Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported last replaced the lamp in august and at that time reset the hour counter. It currently shows about 100 hrs. Customer had the unit powered on when called, but the lamp was in standby mode. Tac asked him to switch it to on and the lamp came on, but after about 5 minutes it switched to spare lamp mode and the e102 error appeared. Tac explained to customer there was an issue with the lamp and should try replacing the lamp 1st. Tac asked customer if it was olympus maj-1817 lamps or an aftermarket lamp. The customer indicated it was an after-market brand. The customer reported that they'd change the lamp and then switch the lamp from standby to on and let the lamp heat up to test. The customer then called back to report the device was working as it should and will not be returned to olympus for repair. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e102(lamp went out error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.